Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
Information received by medtronic indicated the customer experienced high blood glucose level. The customer¿s blood glucose level as unknown. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose level with insulin. The customer did not mention any symptom related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. The customer reported that the drive support cap appeared normal. The insulin pump will be returned for analysis.